Manufacturer narrative:
The unit was not repaired it was replaced with a new unit.

Event description:
It was reported that the rear strut assembly needed to be replaced, it was also observed that the lower pivot tube at the end is cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the rear strut assembly needed to be replaced, it was also observed that the lower pivot tube at the end is cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.